Event description:
From clinical trial study organizer: it was reported that the device was implanted in patient for administration of clinical trial drug on (B)(6) 2013. According to reporter, user facility was unable to aspirate cerebrospinal fluid. During a review of the implantable port system, the attending clinician determined that the catheter had migrated. The device was replaced (B)(6) 2014. No permanent adverse effects to patient reported.

Manufacturer narrative:
Customer had not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.